Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. The nozzle of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. However, foreign material remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories to be reprocessed) describes preventive measures. Olympus will continue to monitor the field performance of this device.